Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. As per the clinical details, doctor reported patient having hematoma at impella site. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a right chest wall hematoma roughly three days after impella 5.5 implant via right axillary access. The hematoma was noted to be accompanied by significant pain for with medication was provided. Although the staff was unwilling to evacuate the hematoma due to infection risks, the decision was made to halt heparin administration. About three days later, it was reported that the impella site was still swollen; however, the pain had notable decreased. Support with the implanted pump remained ongoing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿